Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate after insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate after insertion.

Manufacturer narrative:
Received only the catheter. The reported event was unconfirmed, as the problem could not be reproduced. During the visual inspection the exterior of the sample was inspected, and no evidence of a failure that would support the reported event was found. The functional testing results are as follows: functional testing: (specification=able to inflate and deflate catheter without difficulty). Tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 9sec and the inflation funnel did not balloon out during inflation. Deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The device was found to be within specification. The dimensional evaluation results are as follows: eye snip length 3/32¿. Eye snip width 1/32¿. Eye snip distance from distal cuff 10/32¿. Eye snip distance from proximal cuff 10/32¿. Rubberize thickness 11 thou. Reinforcement 159 thou. Inflation funnel thickness 51 thou. Balloon thickness (average) 25 thou. Inflation lumen coverage 8 thou. There is no indication that this product is out of specification, the product is manufactured per our manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "a review of the device labeling is adequate to prevent the reported event. See labeling attached to preliminary eval attachments on sample evaluation tab. Caution state "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using e needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon allegedly, would not inflate after insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate after insertion.